Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Investigation summary: one tunneler was returned for evaluation. Gross visual and microscopic visual evaluations were performed and found that there was not a conical tip on the tunneler. Specifically, the investigation is confirmed for a tunneler mix-up, as gross evaluation showed an incorrect tunneler returned along with the sample. The confirmed failure mode is a known issue for this lot, the most likely root cause of the incorrect tunneler being placed in the kit is a mix-up at the supplier; additionally, captures applicable corrective has been initiated for incorrect tunneler in the port kit for powerport® isp m.r.I. Implantable port. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported that during the placement procedure the physician opened the port kit and noted that the tip of the tunneler was allegedly missing causing difficulty inserting the device. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that during the placement procedure the physician opened the port kit and noted that the tip of the tunneler was missing causing difficulty inserting the device. There was no reported patient injury.